Event description:
An attempt was made to use an endeavor resolute (rx) drug-eluting stent in a patient. The target lesion, located in the cx was described as moderately calcified with moderate tortuosity and 90% to 99 % stenosis and was pre-dilated. The endeavor resolute device was inspected and prepped prior to use as per IFU, with no issue reported. It was reported that some difficulties were experienced when positioning the device across the lesion. It was reported that when the stent was pulled back, the physician noticed that the stent's structure was deformed. It was reported that an integrity stent was implanted to complete the procedure. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - failure to deliver stent and stent deformation. No results available since no evaluation was performed. Patient condition affected effectiveness of the device - patient lesion morphology, calcified lesion. Evaluation conclusion: device failure / lack of effectiveness related to patient condition - patient lesion morphology, calcified lesion. Known inherent risk of procedure failure to deliver stent and stent deformation. (B)(4).